Event description:
Terumo was made aware by our customer of the following' "please be advised that the tubing packs from lot ra27 that are labeled as having positive pressure relief valve factory installed on the venous reservoir do not actually have the valve. Continue to use the positive pressure relief valve included in the accessory pouch found in the pack. Terumo has been informed of the issue and are investigating the labeling error."

Manufacturer narrative:
Terumo confirmed the issue through a review of the DHR retention labels and eval of product remaining in our control. The (B)(4) label had been utilized instead of the (B)(4) label. A valve is included as part of the convenience kit and was utilized by the perfusionist per their normal process. There was no delay to the procedure or pt harm. Complaint will be included in associates awareness training. All available info has been place on file in quality management for appropriate tracking, trending, and f/u. (B)(4).